Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that was blood leaking (fast drip) back out of hemostatic valve upon introduction of catheter into sheath. The troubleshooting steps included attempting to remove and replace catheter yet no improvement. Hence, the sheath was replaced and the procedure was completed successfully. No patient complications have been reported. The product is not expected to be returned as it was disposed. Pressure bag was used for irrigation of sheath. Stock dilator was inside the sheath prior to, and/or at the time, the leak was observed.